Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported suspected hemolysis could not be conclusively determined through this evaluation. The submitted log files contained data from 16-nov-2021 to 10-dec-2021 and from 26-dec-2021 to 11-jan-2022. The pump operated above the low speed limit for the duration of the log files. There were no atypical pump related alarms and the log files appeared to show the system operating as intended. The account reported that the patient was admitted on (B)(6) 2021 due to rising lactate dehydrogenase (ldh). There was reportedly a suspicion of hemolysis. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C, is currently available. The IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. This section also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 due to rising lactate dehydrogenase (ldh). Slight elevations in power and flow were also observed during the ~23 day length of the log file. Many of these elevations were associated with pulsatility index (pi events). It was additionally reported on (B)(6) 2022 that the site expressed suspicion for hemolysis and that log files were requested to be analyzed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 due to rising lactate dehydrogenase (ldh). Slight elevations in power and flow were also observed during the ~23 day length of the log file. Many of these elevations were associated with pulsatility index (pi events). It was additionally reported on (B)(6) 2022 that the site expressed suspicion for hemolysis and that log files were requested to be analyzed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported suspected hemolysis could not be conclusively determined through this evaluation. The submitted log files contained data from (B)(6) 2021 to (B)(6) 2021 and from (B)(6) 2021 to (B)(6) 2022. The pump operated above the low speed limit for the duration of the log files. There were no atypical pump related alarms and the log files appeared to show the system operating as intended. The account reported that the patient was admitted on (B)(6) 2021 due to rising lactate dehydrogenase (ldh). There was reportedly a suspicion of hemolysis. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C, is currently available. The IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. This section also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's report number: 2916596-2021-07512.